Manufacturer narrative:
Failure analysis for fiber (B)(4). The fiber is broken within the white tubing at 3 feet from connector, between connector & control knob; the fiber was tested with hene laser fixture, aim beam is visible at fiber break; the outer sheath does not exhibit signs of melting at the break; the fiber tip does not exhibit signs of usage. Probable root cause: based on the device analysis, the probable root cause of the failure is excessive bending.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, a pink color was observed on the fiber and determined to be a fiber break. The procedure was completed by bipolar / turp. Patient outcome: "good" - there was no injury reported.